Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that the stimulation was too much and all night her leg was moving. The patient stated that she read the manual and she didn't understand that well. Patient services walked the caller through how to use the patient programmer (pp) to decrease the stim. No further complications were anticipated/reported.